Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead. The rv pace impedance was noted to have gradually increased from 1400 ohms with some high peaks over 2000 ohms. The physician contacted technical services (ts) to assist in turning off the high impedance alerts, and ts recommended provocation maneuvers. The physician stated that the increasing pacing impedances have been a known issue, and troubleshooting has already been discussed. This rv lead remains in-service. No adverse patient effects were reported.